Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the superficial femoral artery. The 5 mm x 120 mm x 80 cm armada 35 balloon catheter was prepped without any issues noted; however, during inflation a leak was noted at the hub. There were no other devices used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak near the hub at the distal end of the strain relief tubing, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. Based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored. (B)(4).